Event description:
Surgeon was starting to use the vessel sealer to reset mesentery but noticed it wouldn¿t open or close. She asked to disconnect and re-connect the vessel sealer to the robot arm, but the issue persisted. Another vessel sealer was opened.